Event description:
The customer stated she had high blood glucose and did not receive a no delivery alarm. The customer reported that the high pressure was performed and the insulin pump failed to alarm no delivery. The infusion set was changed and the test was performed again, but the device still did not alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.